Event description:
General report received of two tubing separations. The customer reported 2 incidents of tubing separation at the clave port y-connector during patient use. There were no reported adverse patient events. Though requested, no additional information was available.